Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("still inflamed and bleeds") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), inflammation ("still inflamed and bleeds"), menorrhagia ("still heavy periods") and hypotension ("potential blood low"). Essure was removed. At the time of the report, the genital haemorrhage, inflammation, menorrhagia and hypotension outcome was unknown. The reporter considered genital haemorrhage, hypotension, inflammation and menorrhagia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("still inflamed and bleeds") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), inflammation ("still inflamed and bleeds"), menorrhagia ("still heavy periods") and hypotension ("potential blood low"). Essure was removed. At the time of the report, the genital haemorrhage, inflammation, menorrhagia and hypotension outcome was unknown. The reporter considered genital haemorrhage, hypotension, inflammation and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.